Event description:
It was reported that the pcu was giving system error. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device pcu giving system error was due to comm board tamper switch was failed. Tech support team advised biomed that the error code indicated a stuck tamper resist switch. Recommended replacing the sio board. Biomed requested verification of the devices warranty status; tech confirmed that the 1year warranty has expired. Advised biomed to press the tamper switch several times to see if the error clears. Biomed confirmed the error disappeared and the issue is resolved. Case was closed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.